Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching over 600 mg/dl, and large ketones. Contact reported the customer's stomach "hurt", and believed ketones were life threatening. Reportedly, the contact believes the pump is not delivering insulin as intended. Customer delivered a bolus and administered a manual injection to address elevated bg levels. At the time of the report, customer's bg level was approximately 345 mg/dl. Customer delivered a bolus to address elevated bg levels.